Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17775733 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following the insertion of a 120cm outback elite, there was resistance felt while it was being delivered. Therefore, it was removed from the patient and it was confirmed that the cannula appeared from its shaft. The device was replaced with a new device to complete the procedure. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) with chronic total occlusion (cto).

Manufacturer narrative:
Following the insertion of a 120cm outback elite, there was resistance felt while it was being delivered. Therefore, it was removed from the patient and it was confirmed that the cannula appeared from its shaft. The device was replaced with a new device to complete the procedure. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) with chronic total occlusion (cto). The product was not returned for analysis. A product history record (phr) review of lot 17775733 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle (outback only) deployment difficulty - through shaft¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.